Manufacturer narrative:
Qn#: (B)(4). Teleflex received the device for investigation. The reported complaint of iab leak suspected is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. No leak was detected during the functional testing of the device. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that after using the catheter for about 4 hours, frequent air leakage alarm occurred. The medical staff suspected that the catheter was leaking. As a result, the catheter was replaced, which worked normally. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after using the catheter for about 4 hours, frequent air leakage alarm occurred. The medical staff suspected that the catheter was leaking. As a result, the catheter was replaced, which worked normally. There was no report of patient complications, serious injury or death.